Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure in the bile duct of a (B)(6) male patient (patient weight is unknown). During the procedure, the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
(B)(4). A visual evaluation of the returned device revealed, the proximal end push catheter was kinked. The guide catheter was broken into two pieces. The proximal piece of the guide catheter was stretched, broken and stuck on guidewire. The distal end of guide catheter contained multiple kinks/bends. The guidewire could not be removed from the proximal broken guide catheter. There was no visible damage observed on the guidewire and was not a likely contributing factor to this complaint. There were no damages on the stent. The touhy borst was not returned for evaluation. It appeared that the guidewire was not removed by the customer prior to deployment activity as per the requirements in the directions for use which could have been a secondary contributing factor towards the complaint event. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications.